Manufacturer narrative:
The removed power cord was returned to the product investigation lab (pil). Pil ran tests on the power cord, which the power cord all passed. The resistance measurements of the ground conductor of the power cord are all within the allowable specification per v60/v60 plus ventilator service manual visual. The analysis of the power cord determined that there was no issue with the power cord.

Event description:
Philips received a complaint by the customer on the v60, indicating that the power cord had more resistance than allowed in the electrical tests. It was reported there was no patient involvement at the time the issue was discovered. The unit was sent to bench repair where it was discovered that the power cord had more resistance than allowed in the electrical tests. Bench repair determined a replacement of the power cord should be performed to resolve the issue. The power cord was replaced, and the reported issue was resolved. Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). G1: contact office phone: (B)(6).